Manufacturer narrative:
MDR 1219913-2021-00180 was filed on (B)(6) 2021 for a discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) laboratory result on a patient sample. 08-mar-2021- b4 correction: the date of this report is (B)(6) 2021 and not (B)(6) 2021 as initially stated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated atellica im high- sensitivity troponin I (tnih) results on the same patient. For additional testing information, the patient (B)(6) sample was diluted (1:3), tested on the original atellica im system, resulting high. This same sample was tested on two other atellica im systems, resulting high. The same sample was tested on a different alternate troponin I test method, resulting above their normal range. The same sample was testing at alternate site on an alternate troponin t test method that was the same as the hospital's troponin t test method, resulting lower. Siemens has completed the investigation. Quality control (qc) was in range indicating this is a patient/sample specific incident. The patient ECG was normal; thus, the clinician did not expect an elevated result. There was no additional sample to be sent to siemens for further investigation. The patient sample when diluted (1:3) by the customer and repeated, was elevated. Typically, in the case of an interfering substance the result would be lower, however there was not additional sample to do further dilutions at a higher dilution factor. The patient sample was elevated on another alternate troponin I test method. Both the atellica im high- sensitivity troponin I (tnih) and the alternate troponin I method are troponin I methods. The lower alternate troponin t test method results obtained are troponin t methods. The differences in antibody epitope recognition and binding can be a potential factor for the difference of results. The atellica im tnih assay standardization is traceable to an internal standard; no method comparison claim exists to the alternate troponin t method(s) and there is no expectation that the results will match. The potential cause of the atellica im tnih elevated result is unknown, however a condition that causes elevated troponin I in the absence of myocardial infarct cannot be ruled out. The instruction for use (IFU) under the definition of a high-sensitivity assay section states the following: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." A product performance issue was not observed. The customer is operational. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The assay is performing within specifications. No further evaluation of the device is required. MDR 1219913-2021-00179 was filed for the same patient and the result from 04-feb-2021.

Event description:
A discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) laboratory result was obtained by the customer and the patient was transported to the hospital. A new blood sample was drawn at the hospital, run on an alternate troponin t assay method, resulting lower. An electrocardiogram (ECG) was performed, resulting normal. The patient was not admitted and was discharged from the hospital. The patient returned to the laboratory several days later for additional testing. An elevated atellica im high-sensitivity troponin I (tnih) result was obtained by the customer and the patient was transported to the hospital. A new blood sample was drawn at the hospital, run on an alternate troponin t assay method, resulting lower. The patient was not admitted and was discharged from the hospital. There are no reports of adverse health consequences due to the discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results.